Event description:
The customer reported a problem charging the battery with an associated beeping sound. No pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.